Event description:
Swelling in injected knee [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 08-apr-2009 from a health care provider via a company representative and on 13-apr-2009 from the company representative regarding a patient with an unknown history, who experienced severe swelling in the injected knees and knee effusion after starting synvisc. The patient received three injections of synvisc into an both knees on unspecified dates. The hcp reported that the patient experienced a reaction of severe swelling in both knees and the patient had to go to the emergency room for treatment. The hcp practice was evaluating the patient's reaction, possibly by doing a culture of the fluid removed from the patient's knee as well as other unspecified measures. At the time of this report, the outcome of the patient was unknown. The hcp reported the lot number to be x0806 with an expiration date of oct-2011. Additional information was received on 10-apr-2009 in the from of qa results. The production and quality control documentation for lot # x0806, with expiration date 10/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. See (B)(4) for other adverse events from this reporter.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot # x0806, with expiration date 10/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.